Event description:
During testing at the user facility, exposed bare wires were noted on the ac power cord. Prior to testing, the device had been returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Initial testing was done at the user facility by a field service engineer on (B)(6) 2014. The power cord is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.